Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was up to 400 mg/dl. Customer treated their high blood glucose via insulin pump. Customer was advised not to perform a bolus during the rewind process to avoid issues.